Event description:
The user facility (a veterinary hosp) reported that the distal portion of an i.v. Catheter was noted to be detached at a point approx 3-mm from the hub during removal. The actual location of the distal piece of the catheter was found in the pt's shoulder but could not be removed. The user facility could not confirm the specific lot number involved, but identified the 2 lot numbers that are currently in their inventory as dg0927 and dc1027. Additonal event specific info was not available.